Event description:
The customer reported that the system would produce intermittent fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the foot pedal and checked the cables. The system was tested and found to be working as intended and put back in service.